Event description:
The lay user/patient contacted lifescan (lfs) in 2006 and alleged that her one touch meter (serial number not provided) was giving error messages (error 2, error 4, and error 5). The medical affairs specialist (mas) was able to reach the patient on october 12, 2006 after several attempts via phone and obtained further information. The patient informed, the mas that she was getting the error messages for 2 days prior to the event, which occurred four days earlier. The patient had "woken up early" prior to the event date and she tried to test on the meter. She was feeling shaky when she woke up and she was able to obtain a result this time on the reported meter (patient mentioned that the night prior to that, she kept getting the "different error messages"). The result she received that morning was 232 mg/dl. The patient then took 30 units of insulin and kept stating that she had taken "too much insulin". However, she was unclear if she took that amount of insulin based on the meter result or if this was her set amount. She was also not able to provide the name of the insulin. The patient then mentioned, that she called the daughter right away since she "was about to pass out". When the daughter came to the room, the patient passed out and went "into a sugar coma". The daughter attempted to test the patient on the reported meter, but received an error 2 at that time. The paramedics were called and their meter result was 34 mg/dl. The patient was taken to the hospital and treated with IV glucose. She was kept there all day and night and was released the next day. After the patient came back home, she tried to test on the subject meter again, but received "other error messages" (did not recall the exact error message). At the time of troubleshooting, it was verified that this was not a new product and that the condition of the test strips was good. The patient's testing technique was reviewed to be correct. She was walked through two tests over the phone, but received error 4 messages both times. Therefore, the issue was not resolved with troubleshooting. This complaint is reported because the patient was not able to test her blood glucose due to getting the error messages 2 days prior to the event. She woke up feeling shaky and was actually able to obtain a result of 232 mg/dl on the meter (which did not correlate with the symptom) and took 30 units of insulin (unknown what the amount of insulin was based on) and then passed out shortly. She was treated with hypoglycemia by the paramedics and kept in the hospital overnight.